Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (c) line. Purchased from (B)(6).

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4069005 were reviewed and it was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Based on the retention sample test results, the customer's complaint could not be confirmed.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (c) line. Purchased from target.